Event description:
A memory lens iol implanted in the right eye of a patient has since opacified.

Manufacturer narrative:
5/17/06 - implanting surgeon provided date of birth, date of implant, pre-existing conditions & medications, and most recent visual acuity info. Pt has been referred for possible explant of device. 6/15/06 - explanting surgeon reported device was explanted on 6/13/06. Request has been made for additional info.